Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m91z3d the er320 device was returned for analysis and upon inspection the jaws were found to be bent. In addition, the lower shroud was found to be cracked. Due to the returned condition of the instrument, no further testing could be performed to evaluate the reported incident of clips falling. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips fall from the applier before being placed. Another device was used but the same problem occurred. A third device has been used to perform the procedure without consequence to the patient.